Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, noise was observed. It was noted that the patient was cooking during the noise events. No action was performed other than to tell the patient to try to avoid external interferences. The patient was stable and will checked regularly.